Manufacturer narrative:
A review of the device history record (DHR) for the involved cartridge lot was conducted which confirmed the product met all quality criteria and manufacturing specifications prior to release. Biocompatibility of the device has been established. There is no evidence to suggest that a product malfunction occurred. Allergic or adverse reactions are known risks of hemodialysis. The nxstage system one user guide includes allergic or adverse reaction as potential risks associated with dialysis treatments and also includes warnings to observe the patient and monitor physical status for potential complications. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received on (B)(6) 2019 from the home therapy nurse (htn) regarding a (B)(6) male patient with a history of hypersensitivity type reactions during hemodialysis therapy, who developed hives at an unspecified time during a standard hemodialysis treatment on (B)(6) 2019. Treatment was terminated and 25mg of intravenous (IV) benadryl was administered.